Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a tha, the polarstem stem inserter broke. It is unknown if any fragment fell inside of the patient. Surgery was completed freehandedly with a delay of less than 30 min. Patient was not harmed.

Manufacturer narrative:
H3, h6: it was reported that, during a total hip replacement, the polarstem stem inserter broke. The device, intended for use in treatment, was not returned for investigation. Therefore, a product evaluation is not possible. The production history of the device was reviewed. There are no indications that the device failed to match specification at the time of manufacturing. A complaint history review was conducted. The complaint is in line with the current risk management. Review of past corrective actions was performed. No further escalation is required. It must be noted, that this stem inserter shall only be used to implant the cemented version of the polarstem. The device should never be impacted to insert the stem. Due to insufficient information, the relationship between the reported event and the device cannot be confirmed. The root cause cannot be determined and we cannot speculate about factors which would have contributed to the reported issue. Should the part be returned for investigation, the investigation will be reopened. No further actions are deemed necessary. Smith and nephew will monitor this device for further similar issues.